Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. The patient was receiving intrathecal morphine 15.0 mg/ml at 5.000 mcg/day and bupivacaine 30.0 mg/ml at 9.999 mg/day (24 hour flex dosing). Logs s howed: motor stall on 2019-may-17 at 5:02am tube set on 2019-may-19 at 5:02am pump defaulted to minimum rate on 2019-jun-28 at 11:54am pump reset due to low battery on 2019-jun-28 at 11:54am pump reset on 2019-jun-28 at 11:54am logs also showed: service code 225 ¿ pump is in safe state service code 262 ¿ caution: potential for underdose. Due to pump memory error, myptm may not accurately access the myptm settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was explanted, and the patient did not receive a new implant. The patient was being managed medically as her back pain was no greater when the pump stopped working. The pump would be returned to the device manufacturer.

Manufacturer narrative:
Patient code c50789 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient first began not having great pain control ¿in the last year (from (B)(6) 2019)¿. The hcp¿s notes stated ¿probably in the past year, loss of pain control, increasing acute back pain, right lumbosacral pinching. Back pain every day, recurrent night pain, decreased walking, not working. She was aware of the bolus dosing, warmth, and tingling, but minimal benefit less than an hour. Pump increases and increased boluses made no difference.¿ the hcp did not provide any further cause of the poor pain control. The hcp was waiting for an operating room date ¿maybe in (B)(6) 2019¿.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient experienced withdrawal symptoms ¿ nausea, sweats, jittery, and unable to sleep [following motor stall]. The patient was being managed with oral narcotics [after pump explant]. The patient¿s medical history included chronic pain.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the pump would not be removed right away. They were going to get the patient through withdrawal first and then and then decide if they were going to replace the pump or just remove it. The patient did not have great pain control, so they wonderedif she would benefit from implanting a new pump. Logs showed the pump was delivering morphine 15.0 mg/ml at 5.000 mg/day (flex: 24 hour dose) and bupivacaine 30.0 mg/ml at 9.999 mg/day (flex: 24 hour dose). Logs showed a motor stall occurred on (B)(6) 2019 at 5:02am and tube set occurred on 2019-may-19 at 5:02am.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID a810 product type software h3: analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, stall due to shaft bearing, and a feedthrough anomaly (short across insulator). H6: fdm 10, fdr 120, fdr 180, fdc 12, and fdc 24 apply to pump 8637-40. Fdm 4117, fdr 3221, and fdc 67 apply to programmer a810. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported alarms were seen including pump reset and safe mode. It was noted that the pump had been explanted and the healthcare professional (hcp) silenced the alarm.

Manufacturer narrative:
Concomitant medical products: product ID a810, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a foreign manufacturer representative. It was reported when trying to silence the alarm, when they go into the workflow they were stuck on the myptm screen. It was noted they did not see an option to disable the personal therapy manager (ptm). The rep was not with the hcp so they could not see if there was just a user error. The rep indicated they will try and get screenshots of what they are seeing. Images they were seeing included my ptm setup is incomplete (service code 55), patient activation feature is not available when infusion mode is minimum rate, screen indicating there was 1 missing item, screen showing active alarms and that the alarm was silenced, and a screen showing the myptm was pending being disabled. It was noted that because the ptm was red, it would not let them update the pump. It showed the missing item and takes them to the ptm screen with no options. No symptoms were reported. Additional information received from a foreign manufacturer representative (rep) and confirmed with a healthcare professional (hcp) indicated there was no date shown on the screen of the clinician programmer to determine the date the healthcare professional (hcp) was stuck on the myptm screen. It was noted there was a caution alert that stated myptm is unable to access settings, due to pump memory error, myptm may not accurately access myptm settings. The issue will be resolved at update service code 116 and myptm setup is incomplete service code 55. It was noted the pump had turned its self onto minimum rate, and the myptm screen was not able to be changed. Actions/interventions included the hcp called the rep, changed the infusion mode to simple continuous and put it in infusion rate, was able to disable myptm setting and update. Then they went back to set the pump back to minimum rate and update pump to ship back. It was noted the not able to disable the myptm issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that a motor stall was seen at interrogation along with a 'stopped pump period may exceed tube set' message. It was reported that it was confirmed that there were no electromagnetic interference (emi) or magnet sources present. There were no reported patient symptoms. It was reported that the patient did not recently have an magnetic resonance imaging (MRI). It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that there were no interventions/actions that were taken to resolve the issue. It was unknown if the issue was resolved at the time of this report and the patient status was unknown. It was reported that surgical intervention had not occurred, but was planned. It was unknown if surgery had been scheduled. No further complications were reported/anticipated.